Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal of one (1) locking compression plate condylar plate, two (2) 4.5mm unknown cortex screw, five (5) 5.0mm unknown cannulated locking screws, one (1) 7.3mm unknown cannulated locking screw and four (4) unknown independent lag screws due to non-union of distal femur. There was no product malfunction reported. Reamer/irrigator/aspirator was used to harvest bone graft and implantation of zimmer retrograde nail was done. It is unknown if there was surgical delay. The procedure was completed successfully, and patient outcome was as planned. This report is for one (1) 4.5mm lcp curved condylar plate 14 holes. This is report 1 of 5 for complaint (B)(4).